Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 30 mg/dl as well as insulin pump was make audible beeping sound and there was no display. The customer¿s blood glucose level was 26 or 29 mg/dl when the customer was not wearing the insulin pump. Customer states that his mother administered glucagon. Customer reports that the insulin pump was exposed to moisture. The customer was treated low blood glucose level with cup of milk. The customer declined troubleshoot for low blood glucose. Customer was advised to the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. No constant tone or vibrating noted. Unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to blank display. Device received with corroded battery tube and corroded motor home switch. Device received with minor scratches on lcd window.